Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. Customer's blood glucose level was 360 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue and resume insulin delivery.